Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated she inserted the sensor on (B)(6) 2020 and had excessive bleeding at the site. She then removed the sensor and due to the bleeding she did not notice if the wire was there. She developed discomfort at the site, tenderness, redness, and a hematoma about the size of a marble. The hematoma remained the same size so on (B)(6) 2020, she consulted her physician via a telemedicine session. The physician was not sure if the discomfort was from the bleeding/hematoma or from a possibly detached or broken sensor wire. He advised her to use warm compresses, and if that did not help, he would prescribe an antibiotic at a later date. At the time of contact, the hematoma remained. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available.